Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. A direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) and suspected hemolysis could not be determined, as the device was not returned for evaluation. No system controller log files from the time of the reported event are available to confirm the reported low flow alarms. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2016, the lvad system produced low flow alarms, and that the patient been declared ¿do not resuscitate¿ status. It was reported that the patient expired on (B)(6) 2016. The cause of expiration was reported as suspected lvad thrombus, non-ischemic cardiomyopathy (nicm), and chronic kidney disease. Additional information was requested, but was not provided.